Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer stated that the insulin pump was exposed to a high magnetic field. Customer reported that they were able to clear the alarm. Customer stated that they were unable to rewound insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test. Pump error 38 alarmed during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarm. Pump error 43 unknown. Exposed to magnetic field or MRI unknown. Moisture damage was found on the electronic assembly during visual inspection.